Event description:
It was noted that the patient¿s pacemaker on the left side was found in backup mode. The pacemaker was not explanted due to the patient having too much scar tissue. The programming changes was performed. On (B)(6) 2025, the device was upgraded to biventricular pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction: d4 section; the model number should be pm2272 instead of pm1272.